Event description:
The plaintiff's attorney alleged that the patient experienced cardiopulmonary arrest and subsequently expired, which is alleged to have been caused by the product administered to the pt for dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event. Additional info has been requested and will be submitted upon receipt accordingly.